Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ((B)(6)) lead was fractured and it was explanted and replaced on (B)(6) 2016. Postoperatively, effective therapy was received in the target location. The device lot number and implant date were requested but were not provided to the manufacturer.